Manufacturer narrative:
Regurgitation and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic mitral valve, implanted for eight years and eight months, underwent valve-in-valve procedure due to mitral regurgitation and stenosis. A tmvr was successfully performed using an edwards transcatheter valve with good results.

Event description:
Edwards received information that a patient with a 29mm mitral valve implanted eight years, eight months, underwent valve-in-valve procedure in the mitral position due to regurgitation and stenosis. A 29mm valve was successfully implanted inside the failing 29mm valve with good result. Post procedure, the patient was transferred to cvicu in stable condition. The patient was discharged home in stable condition on pod #1.